Event description:
A file separated in the canal, during a procedure. The canal was filled with the separated piece in place without sequela.

Manufacturer narrative:
Three returned (unused) files and 2 retained samples were eval'd for land-width measurements and found to be in spec. The file involved in the event was also returned and found to have separated approx 3mm from the tip.